Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to noise. The noise was observed on the rv channel, which resulted in several noise reversions and inappropriate high ventricular rate (hvr) episodes. The patient was stable.